Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, menorrhagia, pelvic relaxation. Concurrent procedures: tvh, bso, anterior and posterior repairs, cystoscopy. It was reported that patient underwent transvaginal exploration of mesh graft with repair of bladder, cystoscopy and placement of a stent and microvasive suprapubic tube on unknown date. Preoperative diagnosis: chronic uti and obstructive voiding due to erosion of a mesh graft into the bladder neck. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2007.